Manufacturer narrative:
There has been no pt injury and no remedial action performed. The pt was in stable condition at the end of surgery, and there is no further info available in regards to the pt or the procedure. When the analysis is completed, a 3500a supplemental will be submitted to the FDA. (B)(4).

Event description:
It was reported that this catheter had temperatures of 46-48 degrees and developed char on the entire tip.